Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed and showed some atrial fibrillation episodes show intermittent t-wave oversensing on the electrocardiogram.

Event description:
It was reported that the implantable cardiac monitor (icm) had sensing issues. The device remains in use. The patient is enrolled in the reveal atrial fibrillation study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.